Event description:
The customer reported that during use, there was an electrical arc at the tip of the handpiece electrode and a 2 cm flame. An alarm went off on the generator. There was no injury to the pt.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.